Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the clips did not load properly. The hosp has reported no pt injury occurred.

Manufacturer narrative:
12/31/98- supplemental report sent to FDA. The device was returned with an excessive amount of tissue and fluid on the cam angles of the jaws which resulted in difficulty firing the device during our testing. When the jaws were cleaned the device performed satisfactorily. The exact reason for the excessive tissue/fluid in the jaws could not be determined.